Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6). It was reported that following a cryoablation procedure with a polarsheath, the patient was on his way home from the procedure, and felt his groin wound site "pop" and start bleeding. He called into his local emergency department and was admitted overnight. The patient had a groin access site hematoma. The bleeding was settled with manual pressure and the event resolved. The suspected cause was reported as "bleeding from groin puncture wound." The device is not expected to be returned for analysis.